Event description:
Pt underwent laparoscopic adhesiolysis with the 5mm harmonic scalpel and 5mm hook. Bowel to pelvic sidewall adhesions lysed without difficulty. Post-operatively developed abdominal distension and required surgical intervention 2 days later for bowel perforation. Found to have necrosis near area of adhesiolysis by harmonic scalpel with significant lateral spread. Required bowel resection and colostomy.